Event description:
The customer reported that they were hospitalized for high bgs. The customer indicated that they were showing symptoms of dka and did have ketones. Bgs were treated with insulin drip. The customer informed when they pulled the set out the cannula was bent, but the pump did not alarm. However, the pump had an alarm during priming. The high-pressure test was not performed due to the lack of clamp.